Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, an abnormal value of pacing impedance was measured on the rv lead. Decision was made to reposition the lead. Insertion of the stylet was not possible, it blocked at about 5mm of the proximal portion of the lead connector. The physician made 14 turns for lead deployment and unusual resistance at helix deployment was observed. The lead was replaced with a new rv lead. The patient was stable before, during and after the procedure.